Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, that patient was not receiving readings on the app was reported. Data was available for evaluation. Customer allegation was confirmed and a probable cause was determined to be low counts aberration. No additional event or patient information is available.